Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a defibrillation threshold (dft) test which was unsuccessful. X ray imaging was sent for technical services (ts) for review which noted it appeared that the s-ICD to be too anterior however there was some rotation in the lateral film. Ts had other agents review whom agreed the s-ICD was anteriorly located. Ts recommended to consider a more posterior placement. This electrode and s-ICD remains in service at this time. No adverse patient effects were reported.